Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours. After calling mother due to symptoms, patient was taken to the emergency room and was admitted to the intensive care unit. Symptoms reported include nausea, upset stomach and lethargy. The patient was treated with insulin via intravenous fluids, potassium, and a pod was activated; this pod failed with alarm, so doctor removed and applied a new pod to patient. The patient was released after 2 days in the hospital with a bg level of 400 mg/dl; she was also prescribed amoxicillin for sinus infections and treated with "regular medicines".